Manufacturer narrative:
Calibration and qc were acceptable. The customer spun the sample for 5 minutes at 5100 rpm. This spin time and speed is not what most sample tube manufacturers recommend. No issues were identified during a review of the alarm trace data. The field service engineer (fse) identified worn pinch tubing and replaced it. Instrument performance testing was acceptable. The issue was solved by the service action.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t stat assay (troponin t stat) on a cobas e 411 immunoassay analyzer. The initial result was 0.043 ng/ml with a data flag. This result was reported outside of the laboratory. The sample was repeated on a cobas 6000 e 601 module and the e411 analyzer in question and both results were < 0.010 ng/ml with a data flag. The repeat results were believed to be correct; a corrected report was issued. The troponin t stat reagent lot number was 409669 with an expiration date of 30-jun-2020.